Manufacturer narrative:
Medical device expiration date: n/a. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® single use holder was cracked. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure modes related to damage to the holder with the incident lot was observed. During evaluation of the device history record for the incident lot for this activity, it was determined that the paper records had sustained water damage due to flooding in the area. Therefore, the record could not be adequately reviewed at the time of this evaluation. The record remains safely stored for accessibility and the manufacturing plant is evaluating potential actions to repair the damage. An initial investigation that was conducted by the plant indicates that there were no related quality notifications and that all process and final inspections comply with specification requirements. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure modes related to damage with the incident lot were observed. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that the bd vacutainer® single use holder was cracked. There was no report of exposure, injury, or medical intervention.